Event description:
Arjo was notified of an event involving arjo maxi move passive floor lift and passive clip sling. The customer stated that during transfer when a patient was moved away of the bed, he kicked the sling clip, what led to clip detachment. The patient fell out from the sling. As a consequence of the event the patient sustained leg fracture and surgery was required.